Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between november 7-11, 2024. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that the blue winged luer cap was missing from the infusor sample. The reported condition was verified. The cause of the missing winged luer cap could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap was missing from a large volume infusor. The device contained normal saline and fluorouracil. This was discovered while configuring the chemotherapy pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.